Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, diabetic ketoacidosis, and was "incoherent". A blood glucose level was not provided. Cause was not known. Customer administered a manual injection and performed a supply change to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved. The customer continued to use the pump for insulin therapy.